Event description:
It was reported that there was a poly exchanged due to instability, the poly was broken.

Manufacturer narrative:
An event regarding broken poly involving a triathlon cr x3 tibial insert was reported. The event was confirmed. Method and results: device evaluation and results: a photo provided for analysis of the triathlon cr x3 tibial insert showed a single view of the insert which shows signs of use. Yellowish discoloration noted throughout, primarily along the posterior surface of the insert likely due to synovial fluid absorption. The posterior portion is chipped, cracked and uneven. The locking wire is seen detached next to the insert. Medical records received and evaluation: the provided op report and x-rays were submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the device was not returned and insufficient medical information was provided for medical review. Further information such as; revision op report, clinical history and progress notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a poly exchanged due to instability, the poly was broken.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown poly. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.